Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is female; the overall baseline age of the patients was 43 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the yield of long-term electrocardiographic recordings in refractory focal epilepsy.¿ epilepsia. 2019; 60:2215¿2223. Doi: 10.1111/epi.16373. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilr). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there were four (4) patients who had their ilr removed for one of the following reasons: wound infection or the contour of the ilr being ¿too visible through the skin.¿ the status/location of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.